Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. This lead was replaced with the same model. No additional adverse patient effects were reported. Additional information indicated that this rv lead was explanted due to loss of capture for unknown reason.